Event description:
It was reported that a patient underwent a sling procedure on (B)(6)2024 and mesh was implanted. On (B)(6)2024, mild iatrogenic bladder lesion was noted. Unspecified drug therapy was provided and the event was recovered/resolved without sequelae the same day. This was reported as not related to the study device, but having a causal relationship with the study procedure. On (B)(6)2024, moderate mesh erosion was noted. Unspecified drug therapy was provided and the event has not recovered/not resolved. An appointment for an unscheduled visit is planned for (B)(6),2025. This was reported as not related to the study device, but possible related to the study procedure. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure (laparoscopic, open)? Were there any intra-operative complications? How was the iatrogenic bladder lesion confirmed? Was cystoscopy performed? Were any other lesions noted within the bladder itself? Describe the drug therapy provided for the bladder lesion including name and results. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe the drug therapy provided for the exposure including name and results. What is the physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Surgeon¿s name? Facility name? Country of event? Product code and lot number? D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned